Manufacturer narrative:
Recall number: 1627487-07262012-002-r; 1627487-12192011-003-r. (B)(4).

Event description:
It was reported the patient feels pain on the left side of his ipg site. It was also reported the patient has experienced multiples falls. As such, the patient may undergo surgical intervention as the next course of action.